Event description:
The device was used during a thoracoscopic procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon converted to a thoracotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.